Manufacturer narrative:
We are forwarding information about this adverse event following regulation under 21 c.f.r. 803.22.2(b). On may 13th 2016, arjohuntleigh (B)(4) (formerly bhm medical inc.) Was made aware of the allegation that a floor lift manufactured by bhm medical had been involved in an adverse event. The notification was made by letter, transmitted to arjohuntleigh (B)(4) by (B)(4) insurance group representing joerns woundco holdings, inc. It was indicated that following the inspection of the alleged lift, it was confirmed to have been manufactured by bhm medical inc. At that time, arjohuntleigh (B)(4) did not recognize this information to be related to an arjohuntleigh (B)(4) device. Additional follow-up was made, which permits to obtain the confirmation from (B)(4) insurance group that the device involved was not manufactured by arjohuntleigh or bhm medical. The original equipment manufacturer has been made aware of this adverse event therefore we consider this case closed.

Event description:
On 05/13/2016 arjohuntleigh has been informed of an adverse event concerning hoyer lift model hml400, with serial number (B)(4), where the part broke and in effect the resident sustained a broken hip.

Manufacturer narrative:
This follow up report has been created to remove the incorrect data provided in previous report. Correction is related to g1-g2 section (contact office-manufacturing side)- the data provided in the previous report should be deleted.